Event description:
It was reported that a double beep with cassette was experienced during testing. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log). The customer stated problem was not duplicated. Found fluid ingression's on the downstream sensor cause double beep. Downstream occlusion sensor was replaced. The cause of the reported problem was traced to the customer manipulation of the device (fluid ingression). A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.